Manufacturer narrative:
H3 other text : device has not yet been returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the humidifier chamber. The patient also alleges during the time of using the device, they had multiple upper respiratory infections, bronchitis, and asthma. The patient required prescription medications such as antibiotics, inhalers, and breathing treatments. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in the humidifier chamber. The patient also alleged during the time of using the device, they had multiple upper respiratory infections, bronchitis, and asthma. The patient required prescription medications such as antibiotics, inhalers, and breathing treatments. After the third attempt to have the device and components for evaluation, the customer responded that the device will be available for evaluation, but it is not yet returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In this report in box g date received by mfg, report type and in box h, if follow-up, what type?, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the humidifier chamber. The patient also alleges during the time of using the device, they had multiple upper respiratory infections, bronchitis, and asthma. The patient required prescription medications such as antibiotics, inhalers, and breathing treatments. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 1 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.